Manufacturer narrative:
(B)(4) date sent: 6/1/2016. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a rectal resection procedure, the staples malformed with irregular shapes on the first firing. Suture was used to complete the procedure. There were no adverse consequences for the patient reported. One device was discarded.